Event description:
It was reported, that during a da vinci-assisted surgical procedure. The jaws of the vessel sealer extend instrument were locked. The instrument would not clamp or seal. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint. And completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly without any issues. And did not appear to be locked. Energy was delivered without any issues and passed the cut test. The jaw gap verification passed at 0.005 and the knife slot measured at 0.027. The grip force test was performed and passed on all orientations. No errors occurred during in-house testing. The instrument was found to have dislodged blade. Visual inspection showed, that the blade was exposed outside of the blade garage 0.106. No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. A review of remote log showed, 1 number of blade exposed failure(s). After manually retracting the blade, the instrument was placed on the in-house system and passed self-test. Root cause is typically attributed to mishandling/misuse. The instrument was found to have initialization failures, based on log review and during in-house testing. A review of remotefe logs showed, 4 homing failures during initialization, likely caused by the dislodged blade. The instrument passed self-test after manually retracting blade into the blade garage. The instrument was also found to have 1 proximal jaw ceramic dots dislodged from the grip tips, likely caused by the dislodged blade. Jaw ceramic dots #1 measuring approximately 0.040 in size was not returned. The ceramic dot swipe test was performed, and confirmed the jaw ceramic dots was not present. Root cause is typically attributed to mishandling/misuse.